Manufacturer narrative:
The digoxin samples are collected in greiner plasma tubes with a gel separator and centrifuged for ten minutes at 3850 rpm. Per customer, qc charts, both levels of digoxin qc were within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(6) 2011 which passed within instrument specifications. A bci field service engineer (fse) noted that the customer performed a routine system check on (B)(4) 2011 after replacing the aspirate probes and it failed with a washed %cv of 31.57% (system specification is 0.00-12.00%). The fse performed a high sensitivity system check which passed within instrument specifications. The fse removed the analytical module and cleaned the incubator belt track and the wash carousel. The fse replaced the substrate probe due to air in the line. The fse then reran the system check which passed within instrument specifications. Although service was dispatched and addressed some hardware issues, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneous elevated digoxin result above the therapeutic range that was not reproducible for one patient generated by access 2 immunoassay analyzer. The erroneous result was not reported out of the laboratory. The customer also obtained results within the therapeutic range for the same patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event